Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was related to procedural factors. Added h6 findings and conclusion codes.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. If additional information is received a supplemental MDR will be submitted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. Edwards received information a 23mm aortic valve was implanted. Tee showed the aortic valve had a mean gradient of 9 mmhg with a peak gradient of 17 with no evidence of perivalvular leak or deformity from the mitral annulus. The patient was taken from the operating room to the intensive care unit. Patient had post-operative sinus bradycardia, baseline right bundle branch block, and av block requiring implant of permanent pacemaker. Patient was discharged on post-operative day eight (8).